Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella 2.5 device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted for high-risk percutaneous coronary intervention was implanted with an impella 2.5 device for mechanical circulatory support. During impella removal, the perclose sutures broke. Multiple additional perclose were utilized without success. A balloon tamponade and a covered stent were subsequently placed to achieve hemostasis. A hematoma also developed in the left axillary site, but was managed successfully with the stent and manual pressure. The patient survived the procedure.